Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that there was a distorted light exiting the connector face with burn marks on the face and weak aim beam exiting the fiber tip. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed.

Event description:
It was reported that at the connection between the fiber and the console, it made an abnormal sound, and the effect of lithotripsy rapidly reduced. The console was shut down to check the fiber and the debris shield, and it was noticed that the debris shield was damaged, and the end face of the fiber was also damaged. The fiber and the debris shield were replaced, and the procedure could be successfully completed. There were no patient complications. Analysis of the returned fiber identified a fiber connector fracture. This complaint refers to the fiber.